Manufacturer narrative:
Na electrode lot r1847, with an expiration date of 31-jul-2022 was used on the first channel of the analyzer. Na electrode lot r1855, with an expiration date of 31-jul-2022 was used on the second channel of the analyzer. Cl electrode lot h5422, with an expiration date of 09-apr-2022 was used on the first channel of the analyzer. Cl electrode lot h5446, with an expiration date of 09-apr-2022 was used on the second channel of the analyzer. The last calibration performed on (B)(6)2021 was ok and there were no alarms. The customer stated that controls were within range. Upon review of the alarm trace, sample short, abnormal probe aspiration, and probe alarms were observed. These are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, cl for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The repeat values were deemed correct. The sample initially resulted in a na value of 167.4 mmol/l, which repeated as 143.2 mmol/l. The sample initially resulted in a cl value of 123.5 mmol/l, which repeated as 108.8 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer could not determine a cause. The probe flow path was cleaned. The nozzle and fluidic line alignments were checked. Ise checks and precision studies were performed; these passed.